Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient deceased due to blunt force injury to the head. There is no known allegation from a health care professional that suggests that the death was device related, no additional information was reported.

Event description:
New information reported on (B)(6) 2016 stated that the patient was seen in (B)(6) and no issues had been observed during the visit.